Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead displayed high pace thresholds. The physician feels the high thresholds are due to a microdislodgement. As a result the lead was explanted and a new rv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory complete lead was returned in two segments severed approximately 12.5 cm from is-1 pin. The extracting stylet was still inside in the distal segment. There were set screw mark noted on all terminal connectors. Dc resistance measurement passed in the proximal segment and was unable to perform n the distal segment due to te extracting stylet. The allegation could not be confirmed. Dc resistance test showed both segments of returned lead are continuous.